Event description:
It was reported that during the dft testing in a implantable cardioverter defibrillator (ICD) changeout procedure the patients arrhythmia was not terminated by the defibrillation therapy. An x-ray was done and it was noticed that the chronic right ventricular (rv) lead rv coil was positioned just across the tricuspid valve. The physician was not satisfied with this position. The chronic rv lead was capped and a new rv lead was placed in a more apical position. Dft testing was completed again with positive results. The physician felt the issue was all lead position and not an issue with the lead itself. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).